Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the noisy screen malfunction is traced to electronic component failure. However, the cause of the residual adhesive on switch no. 3 could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation that the gastrointestinal videoscope occasionally exhibited a noisy screen and had residual adhesive on switch no. 3. There was no patient involvement.